Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform the displacement test due to a missing reservoir retainer and a missing reservoir tube o-ring. The insulin pump was received with broken belt clip rails, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, a scratched keypad overlay, and minor scratches on the lcd window.

Event description:
Customer reported cosmetic damage to their insulin pump. Blood glucose level at the time of call is unknown. The device will be returned for analysis.